Manufacturer narrative:
(B)(4). The patient reported that they made a mistake and punctured a hole in one of the lines of the disposable cassette. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide has instructions on how to properly handle the disposable set when opening the packaging in order to avoid damage. The guide also states that the user has to inspect the disposables cassette for damage and if damage is found, then the user is to "obtain a new disposable set" in order to avoid possible contamination of the fluid pathways. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) accidentally made a hole in one of the lines of the automated peritoneal dialysis (apd) set with cassette, which is used for therapy on the homechoice (hc) device. This occurred during the set-up so the hp had not connected for therapy. The hp needed to end the therapy and the technical service representative (tsr) advised to turn the hc off and start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.